Manufacturer narrative:
A technician from steris dealer, device technologies (B)(6) (dtnz), arrived onsite to inspect the sterilizer and found the unit to be operating properly. The technician ran test cycles with instruments packs and could not duplicate the reported event. No repairs were required. User facility personnel should ensure they wear proper ppe, specifically gloves, while operating their v-pro max 2 sterilizer. The v-pro max 2 sterilizer operator manual states (6-24), "steris recommends (in accordance with ansi/aami st58, 2013) wearing chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion." A steris account manager performed in-service training on the proper use and operation of the v-pro max 2 sterilizer, specifically wearing proper ppe and properly drying instruments before processing. No additional issues have been reported.

Event description:
The user facility reported 3 employees experienced a burn on their hand while handling items that were processed in their v-pro max 2 sterilizer. Medical treatment was sought and administered (silver sulfadiazine cream).